Manufacturer narrative:
Additional device: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2021 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 23-oct-2020 labeled for single use: no (B)(4).investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
It was reported that the controller exhibited fault alarm due to depleted internal battery. It was also reported that one battery exhibited power disconnect alarm despite of being fully charged and connected to the power. The controller and the battery were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional products: d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) d09: yes, 20-oct-2021 h3: yes h6: img code(s): g02013 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 product event summary: the controller battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the units passed visual inspection and functional testing. Of note, the battery was received fully depleted. After the battery was charged, the battery was able to charge and provide power to the test controller. Log file analysis revealed a controller fault alarm logged on (B)(6) 2021 at 14:49:55, indicating a fault in the controller¿s active power selection (aps) circuit. The aps circuit manages the selection of the active power source. When the main integrated chip senses that the current from the aps circuit is outside the normal or expected range, a controller fault alarm is triggered. Review of the data log file revealed that, leading up to the controller fault alarms, the battery had been used as either the primary power source or the secondary power source since (B)(6) 2021 at 06:06:24. Throughout the entire period that the battery was being used, it was reporting a relative state of charge (rsoc) value of 96%. Since the reported rsoc value did not decrease, no low battery or critical battery alarms were triggered to alert the patient to replace the battery, and the battery was allowed to continue to deplete. The controller fault alarm was likely triggered due to the depleted battery being connected to the controller with a very low rsoc and a low output voltage, resulting in a current below the expected range in the aps circuit. Analysis of the alarm log file did not reveal any power disconnect alarms within the analyzed period. As a result, the reported controller fault alarm event was confirmed. The reported power disconnect alarm event could not be confirmed; however it is likely to inability of the battery to properly power the controller contributed to the reported power disconnect. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported event has been attributed to design issues, resulting in the battery reporting a frozen rsoc value while powering the controller, thus resulting in the battery being allowed to deplete completely. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.